Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, normal battery depletion was found.

Event description:
It was reported that there was early battery depletion due to high rv (right ventricular) and high lv (left ventricular) outputs. The high outputs were due to high thresholds, related to a patient interface issue. The device was explanted and replaced. The lv lead was capped and replaced. The pace/sense portion of the rv lead was capped, a new pace/sense lead was implanted, and the defibrillation portion remains in use. No patient complications have been reported as a result of this event.